Manufacturer narrative:
(B)(4).

Event description:
It was reported that during usage of opsite dressing to treat a broviac central line, patient experienced a significant reaction to the area were the dressing was applied. Patient received triamcinolone and bactrim as a treatment, and also was swab to make sure skin was not infected. Patient also required an dermatology appointment. The usage of opsite dressing was suspended and was replaced for gauze over the area, within two days after the dressing suspension, the skin was back to normal. Patient outcome is unknown.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation. It was reported that during usage of opsite dressing to treat a broviac central line, patient experienced a significant reaction to the area were the dressing was applied. The photo provided confirms a relationship between the device and the reported event. However, a root cause could not be determined by viewing the photo. Probable root cause is incorrect skin preparation, incorrect dressing application or the patient experienced a reaction to one or more of the components of the dressing. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct skin preparation technique and dressing application. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A review of complaint history did not reveal similar events for the listed batch and part number with no manufacturing problems observed. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required. A clinical/medical assessment was performed and determined no further actions are required. A review of prior escalation actions found no actions applicable to the scope of this case. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.